Event description:
Revision surgery - due to the pt suffering from a failed subscapularis that required a revision surgery to a reverse shoulder prosthesis. The surgeon removed the implants and the revision was completed as intended.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 4.5 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) did not affect implant safety or effectiveness, the nonconformances were for cosmetic issues that were reworked or found acceptable. A review of the product complaint report history showed this is the 5th complaint for this part number (3 instability, 1 infection, 1 device failure), first for this lot number. The root cause for the instability was reported that the patient was suffering from a failed subscapularis, this was not determined with confidence. Several factors not related to the implant can play a role in instability; such as loose joint from inadequate soft tissue, implant selection, or patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.